Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received; (B)(6). Sex: female, age (at time of consent): 40 years, start date: on (B)(6) 2022, alert date: on (B)(6) 2022, country of event: us, model: lxmc14, device lot number: 29111, date of surgery: on (B)(6) 2022, adverse event term: dysphagia, site awareness date: 03 may 2022, end date: 12 may 2022, severity: mild, drug therapy: yes, relationship to study device: probable, outcome: recovered/resolved. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: probable.

Manufacturer narrative:
(B)(4) date sent: 1/12/2023 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 29111, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2024. Additional information received: start date: (B)(6) 2023 alert date: (B)(6) 2024 country of event: us model: lxmc14 device lot number: 29111 date of surgery: (B)(6) 2022 adverse event term: dysphasia patient details patient identifier: (B)(6) sex: female age (at time of consent): 40 years additional event details site awareness date: (B)(6) 2024 end date: (B)(6) 2024 severity: moderate is the adverse event serious? No death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: probable relationship to primary study procedure: probable if related to the procedure, indicate which procedure the event is related to: index intervention/treatment: none: no dilation performed: no indicate type of dilation? Blank date of dilation: blank diagnostic intervention: no diagnostic imaging: yes drug therapy: no observation: no linx explant: yes other surgical intervention: no other intervention/treatment: no if other specify: blank outcome: recovered/resolved according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? Yes. Updated log line 2: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => n/a new explant notification: event details alert date: (B)(6) 2024 date of explant: (B)(6) 2023 country of event: us model: lxmc14 device lot number: 29111 date of implant: (B)(6) 2022 patient details patient identifier: (B)(6) sex: female age (at time of consent): 40 years additional event details was the linx explant a result of an adverse event per protocol definitions?: yes if yes, choose the primary ae log line, start date and term: #(B)(4). If no, what was the reason for the explant? (Check all that apply) participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: no did not meet participant expectations: no other: no if other, specify: blank. Describe the technique used for explant (check all that apply). Laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed?: no describe any notable observations during the explant procedure: blank. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? - (B)(6) 2021 ¿stomach: severe chronic active gastritis, h. Pylori positive, esophagus: mild chronic esophagitis consistent with reflux, small hiatal hernia - marshmallow study (B)(6) 2022 ¿ marshmallow cleared the esophagus in one peristaltic wave, normal marshmallow esophagram, small hiatal hernia. What is the product code for the linx device that was removed? Lxmc 14 what is the lot number of the linx device? 29111 when using the linx sizing device what technique was used to determine the size? - the esophageal sizing device was placed. At size 14, the ring was abutting the esophagus but not impinging upon it. The sizer read 11 at the point of which the magnet released. This confirmed visual impression that a 14 bead device would be appropriate. The device was placed. There was no tension or torsion on the esophagus. There was at least 3 cm of esophageal intraabdominal length. Did the patient have an autoimmune disease? No is the patient currently taking steroids / immunosuppressive drugs? No did the patient have any pre-existing dysphagia or other conditions (other than gerd)????? Anxiety, migraine how severe was the dysphagia/odynophagia before intervention? No dysphagia/odynophagia prior to linx implant were there any intra-operative complications during implant? No was there any hiatal or crural repair done at the same time as the implant? Yes, hiatal hernia repair. No longer present during explant. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia, nausea, vomiting and regurgitation? No besides the reported dysphagia, nausea, vomiting and regurgitation, what was the reason for removal of the linx device? Upper gi with (B)(6) 2023 ¿ linx device in place. The patent lumen of the device is smaller than usually seen, estimated to be about 5-6mm. There is associated delay in passage of marshmallow, but only minimal delay with liquids. Was the device found in the correct position/geometry at the time of removal? Yes. It was reported by the healthcare professional that during an unknown procedure, after implaint the patient had experienced dysphagia, nausea, vomiting and regurgitation. The ¿unknown procedure¿ was report as an explant. There were no patient consequences reported. . An ae was report upon site awareness as the patient had moved out of state and had the explant at a different facility.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024 additional information received: if yes, choose the primary ae log line, start date and term: : #002 26jan2023-dysphasia => #002 26jan2023-dysphagia.